Manufacturer narrative:
(B)(4). Results/conclusion: aortic neck was angulated 50 degrees.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a greater than 7 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 25-28 mm in diameter, 17 mm long, an angulated 50 degrees laterally and 20 degrees posterior-anteriorly. The iliac arteries were aneurysmal and tortuous but non-calcified. The endurant bifurcated stent was delivered and deployed without issues. However, during the removal of the delivery catheter after the tip was recaptured; the tip was getting caught on the suprarenal stents. Several troubleshooting techniques were tried. First, the guide wire was pulled back, but the tip was still caught. Rotating the device clockwise and counterclockwise with advancement did not work. A 16 fr long sheath was inserted via the contralateral side, but it was too short to reach the tip. A reliant balloon was used to push the tip free. The graft placement was as intended with good seals. A type ii endoleak from the lumbar arteries was noted and left untreated. No additional clinical sequelae were reported and the pt is fine.